Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 valve in the aortic position. The first 29mm sapien 3 valve was stuck at the distal tip of the 16f esheath plus within the abdominal aorta. Under fluoroscopy, the valve appeared as if the valve had popped out of the side of the sheath. Rotated the image intensifier to an ap view and then to a lateral view since there was a slight angle in the tube during the initial view. After rotating to tube, the valve did appear to be more within the sheath. All the devices were removed. A second 29mm sapien 3 valve, 29mm commander delivery system and 16f esheath plus were used successfully. The second valve was implanted with no issues. There was no reported injury to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per engineering evaluation of the returned 16f esheath plus, there was no device puncture. Engineering flushed sheath with no leakage observed. Liner remains intact. Hdpe stretching along the opened distal tip. At the time of this report, the information available does not suggest the esheath plus malfunctioned, or that the use or miss-use of the device caused or contributed to an injury. There was no deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this esheath plus, therefore the event is no longer considered FDA reportable.